Manufacturer narrative:
The complaint sample was not evaluated and the reported event was unable to be confirmed due to limited information received from the customer. A device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown persona bearing, unknown,. Unknown, unknown persona tibial tray, unknown customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02245. Remains implanted.

Event description:
It was reported that the patient underwent right total knee arthroplasty. Subsequently, the patient is experiencing pain and popping noise during flexing and walking four months following knee arthroplasty. Attempts have been made and additional information on the reported event is unavailable.